Event description:
During laparoscopic cholecystectomy, the endoscopic curved scissors malfunctioned and internally burned the pt due to a break in the insulator near the scissors. This is the second event in two weeks with this product. The last event was reported to medwatch- the two instruments were removed from packs. This was brought in by the microline rep to replace. Rptr has reported it up the chain to the regional manager. In the interim, rptr has removed reusables from the trays and replaced with disposables until the problem can be corrected.